Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a calibration error, as a result, customer changed sensor and found that electrode was not attached. It was advised that sensor would be replaced.

Manufacturer narrative:
Reliability analysis inspected one opened/used sensor and found the sensor cannula retracted inside of the sensor. Unable to confirm that the customer received the sensor damaged due to the product being returned opened/used.